Event description:
The customer reported that they are experiencing a rainbow effect on display and that the screen appears cracked. The customer refused troubleshooting. The customer experienced a high glucose of 600 mg/dl . The customer received a no delivery alarm for the bolus when trying to treat the high glucose with the insulin pump. The customer was hospitalized over the weekend. No further information was reported.

Manufacturer narrative:
Findings: the insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit received with cracked reservoir tube lip. Unit received with minor scratched lcd window. No coloring display or display anomalies were noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).